Event description:
According to the reporter: anterior low resection. The device did not staple properly. The staples came out slightly but did not form. They had to resect a portion of the rectum to resolve the issue. Ligatures were used to stop bleeding and another stapler was used with no further issue. Delay in surgery time was about 45 minutes.